Event description:
It was reported that (2) 355ld were used during a diagnostic laparoscopic procedure. It was reported by the rep that the 5mm trocar seals ruptured when instruments were inserted. The case was finished with a new 5mm trocars and there was no consequence to pt.